Event description:
It was reported to philips that windows shut down due to a terminated process or thread after opening to the home/patient page. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. An investigation into this complaint has been initiated by philips.you.